Manufacturer narrative:
Unknown lot number. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted, however, based on the information provided in the verbatim, our conclusion is that the device cited meets our criteria of a previously investigated complaint.

Event description:
While using the bd vacutainer® sst¿ blood collection tubes, it was reported that the reporting facility received "spuriously high potassium results". This resulted in having to redraw 64 patients due to erroneous results.